Event description:
The caller reported a malfunction on the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and advised to contact support again if the issue reappeared.